Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress was applied to insertion section during device handling by the user, which led to damage of plug unit. Subsequently, error message e216 and image noise occurred. The event can be [detected/prevented] by following the instructions for use which state: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the image was noisy due to defective plug unit, cable and boards, and the object was not visible. The e216 (scope communication error code) was not confirmed during evaluation, but the occurrence was likely. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had no image, and an e216 scope communication error. The issue occurred during preparation for use. There was no delay, and the patient was not under anesthesia. There were no reports of patient harm.